Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11c19019, h11b05010 and h11a23015 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report from a nurse in the USA of peritonitis in a patient (born in (B)(6)) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. In 2011 reported as, "three months ago", the patient experienced peritonitis. Information pertaining to laboratory analysis, hospitalization, or remedial treatment was not reported. In 2011, the event of peritonitis resolved. Dianeal therapy was ongoing. The patient's concomitant medications were not reported. The nurse reported the event of peritonitis was unrelated to dianeal therapy.